Event description:
It was reported that the ipg was unable to communicate with the neither the clinician programmer (cp) nor the patient controller (cp); however, the charger was able communicate with and recharge the ipg to full without issue. It was noted prior to this issue, the ipg had been successfully set to MRI mode and taken out of MRI mode with no issues. During troubleshooting, when the programmer attempted to connect to ipg, the error message ¿connection problem with the generator" was displayed. A magnet as well as a different byod patient controller and multiple clinician programmers were used to perform several bluetooth resets to no avail. Surgical intervention was undertaken wherein the system was explanted.

Manufacturer narrative:
The reported observation of ¿connection problem with the generator¿ was confirmed. The root cause of the observation based on the current test results is a degradation in the bluetooth circuitry. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
Corrected data: b5 and h11 were corrected to remove the statement about abbott issuing the advisory notice on 10sep2025 as it is incorrect. Based on information obtained the device is included in the neuromodulation (nm) - eterna scs and liberta rc dbs ipg wireless communication problem due to ble circuitry advisory notice. The patient¿s device unexpectedly lost bluetooth (ble) communication capabilities with their ipg and patient programmer. Failure analysis of the returned unit identified the ipg lost its ability to communicate with the clinician programmer (cp) and/or the patient controller (pc) due to a bluetooth (ble) crystal or oscillator component supplier manufacturing process issue. Fsca number is pending.

Event description:
Based on information obtained the device is included in the neuromodulation (nm) - eterna scs and liberta rc dbs ipg wireless communication problem due to ble circuitry advisory notice. The patient¿s device unexpectedly lost bluetooth (ble) communication capabilities with their ipg and patient programmer. Failure analysis of the returned unit identified the ipg lost its ability to communicate with the clinician programmer (cp) and/or the patient controller (pc) due to a bluetooth (ble) crystal or oscillator component supplier manufacturing process issue. Fsca number is pending.

Event description:
Based on information obtained the device is included in the neuromodulation (nm) - eterna scs and liberta rc dbs ipg wireless communication problem due to ble circuitry advisory notice issued by abbott on (B)(6) 2025. The patient¿s device unexpectedly lost bluetooth (ble) communication capabilities with their ipg and patient programmer. Failure analysis of the returned units has identified the ipg lost its ability to communicate with the clinician programmer (cp) and/or the patient controller (pc) due to a bluetooth (ble) crystal or oscillator component supplier manufacturing process issue. Fsca number is pending.

Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation (nm) - eterna scs and liberta rc dbs ipg wireless communication problem due to ble circuitry advisory notice issued by abbott on 10sep2025. The patient¿s device unexpectedly lost bluetooth (ble) communication capabilities with their ipg and patient programmer. Failure analysis of the returned units has identified the ipg lost its ability to communicate with the clinician programmer (cp) and/or the patient controller (pc) due to a bluetooth (ble) crystal or oscillator component supplier manufacturing process issue. Fsca number is pending.